Manufacturer narrative:
It was reported by the customer that were the tubing is cut. The customer submitted one photo for quality evaluation. Review of the sample submitted indicates that the infusion set tubing is cut distal to the inline filter of the infusion set. The customer complaint that the tubing is cut was confirmed. A root cause could not be determined because a physical sample was not provided for failure analysis. A device history record review for model 11532269 lot number 23085287 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 11532269, batch#: 23085287. It was reported by the customer that were the tubing is cut. Verbatim: rcc received a complaint via email. Email(s) attached. Can you call me so I can get a clearer understanding of were the tubing is cut? I ocrevus just came up for a patient and the tubing was cut sending it back down now. Bd alaris pump infusion set ref (B)(4). The lot # is: (10)23085287. Customer response for follow-up: according to my records. I have already received the closer letter for this item. Below are the answers to the evaluation questions you provided. Thank you for following up. 1. Please confirm the date of event: 11/16/23. 2. Did the event directly, or indirectly involve a patient or user? N/a. 3. Did the event involve an urgent/life threatening medical situation? N/a. 4. Any sample available for investigation? N/a.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that were the tubing is cut.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed